Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 1ml ll plunger rod was broken / damaged. The following information was provided by the initial reporter: when did event occur? During use indicate the impact/harm: none are health authorities informed? No if yes, list authorities and/or countries: n/a was someone (patient, health care worker, etc.) Affected/harmed? No complaint description: amgen received notification on (B)(6) 2025 from a pharmacist of a complaint for nplate vial - lyophilized involving 01 unit from lot/batch 1182764h. The event reportedly occurred on (B)(6) 2025. The nurse reported the following event: during the reconstitution step, the nurse turned the bottle with the reconstituted product upside down to withdraw it with the syringe. However, the plunger fell and the product leaked onto the table and next to the nurse. Patient outcome was captured as non-serious as no intended dose was administered. Replacement dose was requested

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.